Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. After further investigation of the facts provided by the customer, it was determined that one of the electrode pads had become lifted off of the patient's chest. After the customer reapplied the pads, there were no further issues. This report will be closed as poor coupling. Analysis of reports of this type has not identified an increase in trend.